Event description:
It was reported that pump displayed altitude alarm and insulin delivery was suspended while customer experienced high blood glucose, although specific value was unknown and shown only as ¿high.¿ customer had not taken any steps to address high blood glucose before contacting support, and technical support instructed customer to clean speaker holes, remove and reconnect cartridge, and wait to resume insulin; pump resumed normal operation without recurrence of alarm, tips for preventing altitude alarms were provided, and caller acknowledged instructions.